Manufacturer narrative:
A supplemental report is being submitted for investigation completion and corrections. The prior regulatory report was missing the device code (fdd/ annex a) code of a1412. The code has been added the capture the pumping problem and low flows that the patients vad exhibited. The ime and imf codes have also been updated. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event could not be confirmed via review of log files since log files covering the reported event date were not provided for analysis. Information provided by the indicated that during implant of the ventricular assist device (vad) and post-implant the patient had issues with coronary artery bypass graft bleeding and uncontrolled bleeding from all surgical sites. Additional information received from the site indicated that the coronary artery bypass grafting procedure was before approximately a month before the vad implant. A massive transfusion protocol was initiated. The patient was returned to the operating room and internal cardiac massage was performed and then the patient was shocked multiple times for ventricular fibrillation. The patient deteriorated and required support for arrhythmias and circulation issues. The patient was placed on veno-arteria (va) extracorporeal membrane oxygenation (ECMO) via femoral artery and vein; vad flows were one to two liters per minute. The next day vad flows were zero liters per minute and ECMO flow was four liters per minute from the femoral vein and artery. The patient's abdomen was very distended. The patient's family chose to withdraw care and the patient subsequently expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding, cardiac arrhythmias, and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include, but are not limited, the patient¿s pre-existing history and related comorbidities including issues with the coronary artery bypass graft, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the ventricular assist device (vad) and post-implant the patient had issues with uncontrolled bleeding. The cardiopulmonary bypass (cpb) procedure lasted for four hours and it was stated there were "multiple holes", coronary artery bypass graft bleeding, and uncontrolled bleeding from all surgical sites. A massive transfusion protocol was initiated. The patient was also unable to achieve pre-load. The patient was taken to the intensive care unit (ICU), an electrocardiogram(EKG) was performed and shortly after the patient had a ventricular fibrillation event. The patient was brought back to the operating room and internal cardiac massage was performed and then the patient was shocked multiple times for ventricular fibrillation. The patient deteriorated and required support for arrhythmias and circulation issues. The patient was placed on veno-arteria (va) extracorporeal membrane oxygenation (ECMO) via femoral artery and vein. Prior to the ICU, vad flows were one to two liters per minute, and the next day vad flows were zero liters per minute and ECMO flow was four liters per minute from the femoral vein and artery. The patient's abdomen was very distended, but no tests were performed on the abdomen. The patient's family chose to withdraw care and the patient subsequently expired.